Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack on the bottom. No harm requiring medical intervention was reported. The device will not be returned for analysis.